Event description:
Nurse went to use gloves from box and glove was ripped. Manufacturer response for nitrile examination gloves, (brand not provided) (per site reporter) box of gloves was returned to the manufacturer.